Event description:
The patient reported they developed a rash, which is red in color with occasional fluid exude, under the tape collar of the device. The rash has allegedly persisted for approx. 6 months. No additional information was available.

Manufacturer narrative:
A review of the batch record and retain evaluation could not be performed without a lot number. A review of complaints for previous 12 months was performed and there is no indication of complaint trend based on this review. Based on the investigation conducted, the complaint could not be confirmed. Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued 04/16/2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report should be filed on supplemental MDR.